Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 06/24/2016 for investigation. A DHR review for s/n (B)(4) found no previous complaints related to this event. During the visual inspection, damage to the bottom closure was observed. The archive data results showed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large), which occurred on (B)(6) 2016, thus confirming the reported event. The device passed functional testing after both load cells were replaced. In summary, the ua 7 was observed during the archive data review as well as when the device was powered on during functional testing. The ua 7 was caused by defective load cells. To remedy the reported issue both load cells were replaced. Unrelated to the reported event the damaged bottom enclosure, identified during visual inspection was replaced. The autopulse platform passed final functional testing.

Event description:
It was reported that during daily shift check the autopulse platform (s/n (B)(4)) displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. To troubleshoot the issue, the customer removed and reinserted the battery. The ua 7 reappeared when the device was powered back on. The device was placed out of service. No patient involved with this event. No additional information was provided.